Manufacturer narrative:
\Device evaluation: analysis was completed for the system control board. Analysis was unable to confirm the reported issue. The system control board was tested in a test system. The system booted, and x-ray and communication readied. Motion and gain calibrations passed. The foot switch and hand switch acquired multiple 2d and 3d images successfully. There was no problem found with the system control board. Device evaluation: analysis was completed for the power switching board. Analysis was unable to confirm the reported issue. The power switching board was tested in a test system. The system booted and x-ray, motion and communication readied. Motion and gain calibrations passed. The foot switch and hand switch acquired multiple 2d and 3d images successfully. There was no problem found with the power switching board. Device evaluation: analysis was completed for the image acquisition system (ias) computer. Analysis was able to confirm the reported issue. The ias computer failed the bench test. The ias computer was unable to boot passed the bios. There was a continuous restart with a beep sound each time. There was no hard drive activity. Analysis determined there was a failure with the ias computer that was related to a hard drive malfunction. FDA result code 213 and FDA conclusion code 67 apply to the analysis results for the system control board and power switching board, while FDA result code 114 and FDA conclusion code 4307 apply to the analysis results for the ias computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The rep could not get the system to fail and the system performed as intended. The rep proactively replaced the image acquisition system (ias) central processing unit (cpu), system control board, and power switching board. The imaging system passed the system checkout and was found to be fully functional. The ias cpu, system control board, and power switching board were all received but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a confirmation of depth electrode placement procedure. It was reported that the imaging system powered down during the case. The imaging system required a reboot to continue with the case. There was no additional imaging as the issue occurred before imaging was initiated. It was noted that the procedure was able to be completed as the system was able to be recovered. There was a surgical delay of approximately 5 minutes due to this issue, and there was no impact on patient outcome.